Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported she observed low speed, low flow, and pump off alarms on pt history screen. Vad coordinator observed damage to white lead of system controller, gray wire jacket torn. She also reported drainage at driveline exit site. Log files submitted for analysis. Log file recorded 2 motor stop events and approximately 5 low speed hazard events.

Manufacturer narrative:
The system controller and the pt cable were replaced. The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.